Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was hit in the head around the implant site by a stone. Hearing performance was thereafter affected. The bang to the head was not severe, there was no swelling, bleeding or inflammation at the implant site. Reimplantation is suggested.

Event description:
The recipient was hit on the head around the area of the implant site by a stone thrown at him. The blow to the head was not severe; there was no swelling, bleeding or inflammation at the implant site. However, hearing performance was thereafter affected. The user has been re-implanted .

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.